Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air was observed in the circuit during a routine hemodialysis treatment. The operator was not able to remove the air and did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not available for evaluation. The actual cause of the air in the cartridge cannot be determined. Possible sources of air are from the patient's access being loose or disconnected, air in the saline during priming, bolus, or rinseback, or poor flow through the patient's access. User's guide contains adequate instructions for manual removal of air from the cartridge. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.